Event description:
The patient had ifuse si joint arthrodesis with three implants. The date of the initial surgery is unknown. The patient later complained of pain. X-rays showed that all three implants were placed too anterior and outside of the si joint. On (B)(6) 2014, a new surgeon performed a revision surgery where he removed all three ifuse implants and re-implanted all of them in a more posterior position so that they all crossed the si joint. The patient was reported to be pain free following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants not crossing the si joint. The ifuse implant sizes and lot numbers are unknown.